Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic with a bulge coming from the pocket. The patient noted that this bulge occurred following a car accident four months prior. Upon interrogation, it was found that the patient's right ventricular lead exhibited failure to capture and reduced r-wave amplitudes. No intervention was performed. The patient was stable.

Event description:
New information received indicates that the lead was explanted on (B)(6) 2020. The patient was stable.